Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The batteries were replaced to correct the reported issue. Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported they observed a battery failure message, indicating a malfunction that could cause a loss of mechanical ventilation. There was no report of patient injury.